Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) had received multiple inappropriate shocks due to oversensing of noise and changes in amplitude morphology measurements across numerous stored episodes. No therapy exhaustion ever occurred. Testing of the system was able to reproduce noise in multiple vectors; however, the s-ICD was still able to be reprogrammed from the primary to the alternate sensing vectors, and the s-ICD remains in service. Troubleshooting options will be discussed with the field soon. No additional adverse patient effects were reported.